Manufacturer narrative:
There was no patient injury. However after the PICC line was placed into the patient, it appeared that the line leaked. The PICC line was removed. No other patient complications were reported. The device history record did not reveal any nonconformances or inconsistencies. One sample was received for investigation. The catheter was received trimmed with dried blood on the tubing. The stylet was retracted, but not removed from the catheter. The leakage problem, as reported by the complainant, could not be confirmed. When attempting to flush the catheter with dyed water to locate the alleged leak, resistance was encountered. In order to avoid further damaging the catheter and creating a new leak by applying excess pressure, flushing was discontinued. Resistance to flushing is believed to be caused by the fluids from catheter use (body fluids, medications, etc.) Drying inside the catheter between the time of use and investigation which blocked off the fluid path. In addition, the catheter came apart; therefore, no further investigation could be performed on the device. No definitive root cause of the leakage could be established because the returned sample could not be examined thoroughly. A leakage test is performed on each catheter assembly prior to distribution.

Event description:
When putting in a line, it was leaking at the end after she flushed it. (The PICC line ws placed in the patient, and flushed and it was noticed that the gauze was damp. Pulled out PICC, flushed line, could see droplets of saline on PICC line).